Manufacturer narrative:
Additonal data: b5- the reporter indicated the cause of the event is other-"wrong wtw measurements. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -8.50/2.5/106 was implanted into the patient's right eye (od) on (B)(6), 2023 the lens was explanted and later replaced with a longer length lens due to "lens too short" and the problem resolved. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).